Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the insulin pump delivered more insulin than it should. Troubleshooting could not be performed as the customer's mother did not have any infusion sets at time of call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.